Event description:
It was reported that the patient was reimplanted on (B)(6) 2011. Currently, there is no further information available.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.